Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 20october2020: the remaining portion of the sheath that was stuck inside the patient was found to be approximately half the length of the patient's forearm. It was confirmed that the dilator came completely out of the sheath prior to the breakage. The physician was attempting to slowly remove the sheath but had removed the dilator instead. The sheath was returned with the dilator partially mated to the sheath. The physician ordered nitro paste to be placed on the patient's arm. The physician did not allow for the topical paste to take effect on the spasm of the vessels. When the sheath broke, the coiling of the d-wire was exposed at the access site. The doctor attempted to remove the sheath by pulling on the wire but only managed to remove a portion of the d-wire from the patient. The physician could still see the remaining coiling and the radiopaque tip marker under fluoroscopy. The images were not saved. It is likely the sheath was stuck in the vasculature due to calcification and spasming in the forearm. The physician had difficulty inserting the sheath due to calcification at the access site. Patient did not have tortuous anatomy. Prior to the sheath breakage, the procedure went very well. Patient was fully sedated and did not experience any pain or complications. After the surgical procedure, the patient was discharged the next day. The physician does not blame the product, he believes advancing the sheath after noting the resistance due to calcification likely contributed to the failure.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 119 cm 6fr r2p destination sheath was received for product evaluation. The sheath was returned broken toward the distal end. The outer jacket of the distal portion that had broken off the sheath was not returned for evaluation; however, the coiling of the distal portion was returned. It was found to be completely unraveled and broken off from the rest of the sheath. The dilator was returned partially mated to the sheath, with approximately 4.92 inches of the dilator sticking out of the sheath. The valve assembly was fully mated to the sheath shaft and a blood like substance was noted throughout the sheath and the valve assembly. The dilator was attempted to be removed from the sheath but was found to be stuck inside the shaft, specifically where the dilator tip stops inside the shaft. The dilator od measured to be 0.0826 inches which is within specifications (0.081 - 0.085 inches). The components were decontaminated as per terumo medical corporation's policies and procedures. The sheath shaft was slightly stretched until the dilator tip. The sheath outer jacket was found to be completely stretched with the inner layer and the coiling being exposed at 44.3 inches from the sheath hub. The complaint was confirmed for sheath breakage. It is likely the sheath was stuck in the vasculature due to calcification and spasming in the forearm. Pulling of the sheath in the presence of resistance likely led to the sheath breakage. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that upon removal of the r2p slender sheath the tr band was placed, the dilator was in the sheath and it was being removed over the track wire. At a point it was realized the dilator was no longer in the body, and the sheath had stretched. 300 mcg's of nitro was given through the sheath. Nitro paste was placed on the patient's forearm. X-ray was utilized to see the sheath was still mid forearm. The physician pulled on the sheath again, a round of sedation was given. The physician pulled the sheath. It began to uncoil and ultimately broke leaving sheath inside the body. A tr band was placed, and the patient was sent to the or for removal of the sheath. Estimated blood loss was less than 250cc. The patient was in stable condition. The procedure outcome was unknown. Additional information was received on 29september2020: it was an sfa (superficial femoral artery) intervention. When the sheath broke the procedure was already completed and were removing it. The sheath was removed from the patient successfully in the or. Fluro was preformed pre surgical removal. It was an open removal. Patient was stable.